Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s cartridge broke within the cartridge chamber, and the user could not remove it after returning from imaging, with no alarms reported and no effect on blood glucose noted. Symptoms included no reported adverse clinical effects. Outcomes included device replacement and user education on data sync, shutdown, and return procedure. Investigation included troubleshooting with the user and review of device use steps. Investigation of the returned device revealed a damaged cartridge lodged in the cartridge chamber, consistent with a mechanical cartridge or chamber issue.